Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak glucose of 310 mg/dl after self-treating a glucose value of 85 mg/dl with glucose tablets and a bottle of soda due to fear of hypoglycemia; device use continued, there were no alerts or alarms reported, and the cause of the hyperglycemia was unclear. Symptoms included headache. Outcomes included transient hyperglycemia without medical intervention, hospitalization, or use of backup therapy beyond oral carbohydrates. Investigation included customer interview, data review of reported glucose trends, and troubleshooting with education on appropriate carbohydrate treatment and monitoring. Investigation of this case revealed no device malfunction identified and user actions likely contributed, as preemptive overtreatment of a non-hypoglycemic value was reported. It was concluded that the event was user-related with no confirmed device failure and the device was considered to have functioned as intended.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.